Event description:
The patient contacted lfs alleging inaccurate readings on their meter. The patient denied exhibiting any symptoms due to the alleged issue. The patient was unable/unwilling to provide readings on the device. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the patient alleged inaccurate readings on their verio meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.